Event description:
On (B)(6) 2014, it was reported that the self-adhesive of the patient's infusion set was wet. The patient thinks there is a leak in his infusion set at the cannula or headset. He stated that this occurred with more than one infusion set with the same lot number. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).